Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation skin, irritation respiratory tract, irritation dizziness and/or headache nausea / vomiting, inflammatory response kidney disease/toxicity reduced cardiopulmonary reserve. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported they were contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation skin, irritation respiratory tract, irritation dizziness and/or headache nausea / vomiting, inflammatory response kidney disease/toxicity reduced cardiopulmonary reserve. Medical intervention was not specified. Additional information alleging patient death was received by the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation skin, irritation respiratory tract, irritation dizziness and/or headache nausea / vomiting, inflammatory response kidney disease/toxicity reduced cardiopulmonary reserve. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no outlet filter, no pollen filter and a passive outlet port. The date in the settings was listed as (B)(6) 1970 instead of the correct (B)(6) 2025 due to a defective cpu battery. The ventilator was let run for 116 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the clock setting, the internal and detachable battery build dates, and several sensor board sensor steps failed testing specs. The vent was taken apart. Contamination was observed in the blower motor and surrounding area. Of note, the contamination appears to be a white powdery substance originating from outside of the ventilator. The ventilator¿s internal foam was black, indicating it was not remediated. The black foam was intact.